Event description:
Information received indicates, the bed could not be placed into reverse trendelenburg or trendelenburg because, the release rod was broken.

Manufacturer narrative:
The technician replaced the release rod and the trendelenburg functions worked properly.